Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387-40, lot# 0210074198, implanted: (B)(6)2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced an intraventricular hemorrhage with neurological deterioration. There was also bleeding in one of the electrodes that extended to the right lateral ventricle. The diagnostic methods included performing a CT scan on (B)(6) 2016 that resulted in evidence of bleeding in the path of one of the electrodes. The etiology was stated to be not related to the device/therapy, but related to the implant procedure; the surgery/anesthesia were noted. The event resulted in an in-patient or prolonged hospitalization. The actions/interventions taken to resolve the issue included admission to the ICU and ventilatory support on (B)(6) 2016. The event was resolved without sequelae on (B)(6) 2016.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the previously noted neurological deterioration occurred during the implant procedure; the event was related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# 0210074198, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.